Event description:
Was injected with expressions as a dermal filler under my eyes and my cheekbones. I have experienced monthly swelling and hard nodules under my eyes. Also with pain radiating down to my upper teeth. Also, for the past year experienced allergy type symptoms that include nasal congestion and nasal burning. Date the person first started taking or using the product: (B)(6) 2013.